Event description:
It was reported that the user¿s sensor reconnected and the ilet using fsl3+ displayed a blood glucose of 61 mg/dl, while the user reported no symptoms and lacked a confirmatory fingerstick. Symptoms included no reported clinical effects consistent with hypoglycemia. Outcomes included self-treatment with oral glucose per low glucose guidance and no hospitalization. Investigation included troubleshooting and education regarding low glucose treatment. Investigation of this case revealed no confirmed device malfunction and an unclear cause of the low glucose reading. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.